Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0q8z9, implanted: (B)(6) 2014, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had overactive bladder but did not know the cause. The trial ¿went great¿ and was successful, but the patient was not getting symptom relief and never had therapeutic effect since the permanent device was implanted. It was ¿less than successful.¿ she was having a problem with the device and it hadn¿t worked ¿since day one.¿ the patient experienced a loss or change of therapy and it never worked. Her symptoms were ten times worse than prior to implant and she was wearing large pads that got soaked. Symptom control was not 50 percent or better and the patient hadn¿t stopped urinating. With the permanent implant, she experienced no stimulation sensation and did not always feel stimulation in the bicycle seat area. Since implant, the patient was on 15 milliliters of medication. She was on stronger medication than she had before implant, but it didn¿t work. She did not know how to use the programmer and was only getting the poor communication screen two days after implant, even with the antenna directly over the implant. The patient still had bandages on the incision site from implant, but was going to be removing the bandage. In (B)(6) 2015, the patient had seen the doctor and manufacturer representative several times over the past several months. Reprogramming was not successful; after programming, it was better for one or two days and then it stopped. It had ¿ruined¿ the patient¿s life. She had also been told that botox was the only option. On (B)(6) 2015, the patient was feeling tingling in her arm when settings were changed with the programmer. However, she believed this was due to a pinched nerve in her neck. She¿d had the pinched nerve for a couple weeks but was being treated for it. On (B)(6) 2015, the device was on and set on program 2 at 0.95 volts. The settings were increased to 1.05 volts. The patient¿s daughter was the one who made the adjustments to the device and sometimes turned it off. She had tried increasing and decreasing stimulation. On 2015-09-03, the patient reported that the device was on 3.3 but didn¿t know what program. A program change was made two weeks prior, but did not help at all. The patient couldn¿t check the device because she couldn¿t reach around; her daughter had to do it. The last time she saw her doctor on (B)(6) 2016, she was instructed to take 50 milligrams of ¿microbin¿ and he suggested she might want to try botox. The doctor said her bladder hadn¿t fallen. The doctor didn¿t seem to know what to do. A manufacturer representative tried to adjust the device. The patient wore double pads and pants. She had an appointment with a new urologist scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.